Event description:
On (B)(6) 2017 (B)(4). Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient felt like their buttock muscle was contracting when stimulation was increased to 0.1 and the stimulation sensation goes away after 10 minutes. In a second call the same issues were reported and that this round of surgery "took it out" of the patient. On program 3 the patient described stimulation as the feeling when your fingers fall asleep. The caller was previously assisted with changing from program 2 to program 3. Later it was reported that the patient was unable to start a stream on their new program and that they feel stimulation for a couple of minutes and then it goes away. The next day the patient reported that they could not feel stimulation on program 1 and it is uncomfortable if stimulation is too high. In a final call the consumer reported that the patient does not like program 1 and program 3 because they were unable to start a urine stream. The patient reportedly needed to push on their bladder to urinate and that stimulation on program 1 and program 3 caused pain and discomfort. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.